Event description:
Pump quick bolus/wake button was reported as difficult to press, necessitating multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support advised specific pressing techniques and confirmed the display could activate, but despite these efforts, the button remained challenging to use. Customer continued to use the pump for insulin therapy.